Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens broken/chipped, light guide lens discolored, angulation in the right direction out of standards due to worn of angle-wire, corrosion at the control part due to leakage, adhesive part of angle rubber broken, angle rubble glue discolored, water quantity out of standards due to deformation of nozzle, insulation resistance at the tip out of standards due to breakage of distal end cover, crease at connecting tube protector, crease at switch 3, gap of up/down knob out of standards due to worn of angle-wire, liquid leaks due to breakage of scope connector cover, liquid leaks due to deformation of up/down/right/left knob, corrosion at the grip part due to leakage, universal code crumpled, corrosion at the scope-connector due to leakage, corrosion at the connector cover unit due to leakage, and objective lens chipped. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed with a similar device and there was no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device leakage and water invasion while the user was handling the device. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.